Event description:
It was reported that a dog struck the user¿s ilet during the night, resulting in a cracked device screen and damage to the display assembly, consistent with physical damage to the external case and user interface components. Symptoms included no adverse clinical effects. Outcomes included no impact on medical status and continued use of the user¿s cgm with a phone or receiver until replacement arrived. Investigation included complaint intake review and logistical processing for device replacement and inspection of the returned device. Investigation of this device revealed screen breakage due to accidental external impact, consistent with device damage from dropping or striking, with no malfunction of internal therapy delivery identified. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental impact leading to device damage, not a device manufacturing or design issue.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.